Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 180mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for ten minutes, clean the battery cap, and make sure that the battery was inserted correctly, but the display still did not return. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. However, the device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.